Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. No solid tone was noted. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported by the sales rep that there was a long solid tone and gave instrument 5 error. Reset the generator and received the same error 5. The customer tried a third time to clear the error and received the error 5 again. The instrument started to work and when the doctor removed it from the vessel, blood squirted from the patient. At this point, the doctor used sutures, clamps and cut the tissue instead of using the device. The case was completed with no patient consequence. The device will be returned for analysis.